Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity. The hcp reported the patient was in for refill of their baclofen pump today and when interrogating they got an alert saying the pump was stopped for around 915 hours. The hcp stated that patient had an magnetic resonance imaging (MRI) on september 2nd. Agent had hcp check pump logs which confirmed the motor stall on 9/2 and also showed a motor stall recovery occurred today. Agent reviewed information around telemetry mode with sm2 pumps and advised hcp that pump seemed to be operating as expected. The troubleshooting steps that were taken on the call resolved the issue.